Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for a middle cerebral artery (mca) aneurysm. The fred was successfully implanted and embolization coils were subsequently placed in the aneurysm. During the coil insertion, clot began to develop on the proximal portion of the fred. Integrilin was administered to the patient through the microcatheter and the thrombus resolved. There was no reported patient injury or sequelae. The patient has fully recovered.